Manufacturer narrative:
No device was returned for analysis. No event history log provided. Unable to conduct review of service history. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that that a patient was admitted on (B)(6) 2025 due to cadd-ms3 pump malfunction, resulting in the patient not receiving the appropriate dose of remodulin. No symptoms reported at this time. Plan is to transition the patient from cadd-ms3 pump to remunity pro during admission. No further details provided. The patient had no known allergies. The patient¿s initials are (B)(6), a male born on (B)(6) 2007, weighing 190 lbs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.